Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Information was received from a patient's representative regarding an external device. Recharger antenna (insr restore only) 37791 / ps did not collect serial number of external equipment because troubleshooting resolved issue. The reason for call was caller reported pt was having issues charging their ins and the issue began approximately 3 weeks ago. Caller stated pt met with their hcp and the hcp checked their back side and it wasn't working (ps understood this as pt was unable to charge their ins; caller also noted the representative did not show up to the pt's appointment). Caller noted pt was feeling tired and lethargic and the pt's hcp said to not use the device if they were okay and if the pt felt okay then to leave the device alone. Caller noted pt needed the stimulator. Caller noted they tried the replacement recharger antenna and was not able to connect or charge the pt's ins. Caller noted the secretary at the doctor's office advised caller to call patient services. During the call caller described the reposition antenna screen displaying on the recharger. Ps walked caller through the antenna locate feature; caller noted they got 132 low, 132 high, and 130 above the double headed arrow. After the antenna locate feature caller described the por message and ps reviewed information. Caller confirmed the por message cleared and the eri message displayed and ps reviewed information. Caller confirmed the eri message cleared then the charge neurostimulator screen displayed. Ps had caller press the green button and the recharger wait screen displayed then the neurostimulator charging screen displayed. Caller confirmed all 8 coupling boxes were filled and ps reviewed information. Ps reviewed with pt everything appears to be working as intended and to monitor the next time pt needs to charge. Ps instructed pt to call back if the issue persisted. The troubleshooting steps that were taken on the call resolved the issue.

Event description:
The reason for call was the caller reported the patient's 37751 recharger (insr) had been giving them trouble which started around two weeks ago. The caller was describing when attempting to charge the patient's neurostimulator (ins) battery with recharging antenna positioned the screen keeps jumping up and down not giving them the figures it's supposed to give (pss was unsure what pt was describing bc this issue did not occur during troubleshooting). Pss understood caller was describing the 'reposition antenna' screen when they said they hit the green start key. Pss reviewed caller was seeing this because the pt was not near the insr with antenna positioned. When caller had the pt available with recharging antenna placed over ins the insr appeared to be recharging ins properly with normal ins recharging session screen displaying. Caller said all coupling boxes were filled. Caller indicated pt was using adhesive disc to hold antenna in position. Caller did encounter eri message when first attempting to start recharge session but was able to bypass message without incident. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.